Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial total hip arthroplasty due to degenerative joint disease. Zimmer biomet components were implanted without complications. The patient was revised due to failed hip arthroplasty. Patient presented with elevated metal ion levels - chromium 3.9 (normal <5.0), cobalt 6.0 (normal <1.0). During the procedure, corrosion was noted at the head-neck junction. Scar tissue was excised. The liner, head, and neck were replaced with new zimmer biomet products. No other finding/complication related to the reported event was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item# 00801803602/ femoral head / lot # 60722922. Item # 00631006036/ liner /lot # 60731160. Item# 00620006022/ trilogy shell/ lot# 60724858. Item# 00625006525/ bone screw/ lot# 60783247. Item# 00771301200/ femoral stem / lot# 60698229. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01487.

Event description:
It was reported that patient underwent right hip revision surgery 14 years post implantation due to pain, elevated metal ions, and trunnionosis/corrosion. The head and liner were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.